Event description:
It is reported that end-user developed a rash with itching and bleeding around the stoma about a month ago. He has used the stomahesive powder which has helped but not cleared the areas.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. It was suggested to end-user that he should call a doctor for and an anti fungal powder, in addition end-user will be sent the appropriate wafer size as current product is too large. Lastly, report states that the product was in use for three (3) to four (4) days before the issue occurred. No additional pt event details have been provided to date. A return sample for eval is not expected. Should additional info become available, a follow-up report will be submitted. Reported to the FDA on june 30, 2014. Note: the actual date of event is unk, as the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.